Manufacturer narrative:
(B)(4). Medical device - batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What color cartridges was used throughout procedure and where? Was buttressing material used? How was the bleeding identified? Were there any staple formation issues noted throughout the care of patient? Where on pouch was bleeding? What is the current patient status?

Event description:
It was reported that the same night the patient was operated again because of lowering hb levels and elevated pulse. There was found 3 litres of blood in the abdomen and she quickly received a blood transfusion with uncrossed o- blood. Patient did use any anticoagulant before. There was found a bleeding staple line across the sleeve pouch.